Event description:
It was reported that the home patient (hp) experienced recurrent bacterial peritonitis. On the day of the onset of peritonitis, the patient was hospitalized. The same day, the patient started treatment with cefepime (daily, IV and dose unknown). The patient was also treated with ancef (dose, route, and frequency unknown) while being in the hospital. The patient was hospitalized for ten days before being discharged. At the time of this report, the patient outcome was unknown. The pd therapy was ongoing. No additional information is available. This is report 1 of 3 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for potentially associated lot numbers h13f05019 and h13d03050. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).